Manufacturer narrative:
Product event summary-the full lead was returned in segments, and analysis was performed. No anomalies were found however, visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 205c21 tissue valve 2005-(B)(6); addr01 pacemaker 2013-(B)(6); 5092-52 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged during an unrelated heart valve surgery. The lead was removed. No patient complications have been reported as a result of this event.